Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
A published clinical study describing use of the merit prelude sheath introducers alleges that a pseudoaneurysm (common femoral) occurred during use. The pseudoaneurysm was associated with a minute perforation that were not recognized during the procedure and later surgically repaired. No sheath failure was reported.